Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci si supracervical hysterectomy procedure on (B)(6) 2013 for massive fibroid uterus. Isi was provided with the operative report. Additional information provided includes follow up radiology reports. There was no allegation of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2013, the patient reported leaking urine per vagina. On (B)(6) 2013, she presented to a different hospital with free fluid in her abdomen and pelvis. She had acute renal failure, which resolved. She required paracentesis to remove the free abdominal/pelvic fluid and a cystoscopy with retrograde pyelograms revealed a healing 1 cm bladder laceration at the right dome. Additional cystoscopy revealed ongoing leakage with bladder distention. A foley catheter was left in place for approximately 2 weeks. She missed a total of approximately 6 weeks of work (4 more weeks than anticipated).

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This patient had a very small inadvertent cystotomy at the time of supracervical hysterectomy. The injury may have developed at the time of bladder flap development or possibly at the time of transection of the cervix with monopolar cautery. Bladder injury is a well-documented risk of hysterectomy using any technique. Since the injury healed spontaneously with catheter drainage makes it less likely to be a cautery related injury. However, this complaint is being reported because the patient experienced post-surgical complications after undergoing a da vinci si surgical hysterectomy procedure.